Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su had leakage. The following information was provided by the initial reporter: it was reported that the material used for catheterization for contrast and serum injection, with leakage identified during procedures, which renders it unusable and interferes with the technique used.

Event description:
No additional information provided.

Manufacturer narrative:
A complete review of the DHR (device history record) was performed, as well as an analysis of maintenance records and quality notifications. No deviations associated with the batches involved were identified. We received the samples sent for evaluation and performed leak tests on all pieces made available. None of them showed leakage during the tests conducted. It is important to note that all samples received were packaged, and the customer did not send the specific piece in which the leakage was originally detected, which limits the completeness of the investigation. Based on the information available at this time, it is not possible to confirm the validity of the complaint. We emphasize that our manufacturing process is validated according to defined acceptance criteria and is subject to continuous monitoring. The reported incident will continue to be monitored for potential trend assessment. As this occurrence does not exceed the acceptable quality limit (aql) for the batch, no additional corrective or preventive actions are recommended at this time.